Event description:
It was reported that a er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip malformed. A new device was used to complete the case. There was no consequence to the patient.